Event description:
It was reported that the compressor was checked and the motor was found defective. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to defective compressor with motor. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. Based on technician statement, the issue was resolved by replacing compreesor with motor. The defective part has not been returned to the factory for further evaluation. The root cause of the issue has not been determined.